Manufacturer narrative:
(H3,h6) medtronic representative went to the site to test the imaging system and found locking pin came out of frame for connector on umbilical cable. Would not latch completely. Replaced umbilical cable. B01,c07,d02,g02015 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000167, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported regarding the umbilical cable screw failure, that the screw fell out of the system's umbilical cord latch. The probable cause was likely due to wear and tear. No patient was present at the time of event.

Manufacturer narrative:
H2: the product was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. "Umbilical cable screw failure." Visual inspection confirmed damage hardware. Umbilical cable harting connector missing latching secure pin. B01, c07, d02 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.